Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Corrected data: h4: the product was manufactured on october 23, 2019. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Ethnicity and race were not provided for reporting. This report is for one bab flexible fabric extra large USA (B)(4). Upc #: (B)(4), lot #: 191006, exp date: na: UDI #: (B)(4). Device is not expected to be returned for manufacturer review/ investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on october 6, 2019. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported he was using a large band aid flexible fabric extra from a box he had purchased several years ago to cover a mole surgical scar. As per the consumer, the product worked great for 10 days then he ran out, so he bought a new box of same size. After one day of using the new one, he developed a severe skin rash where the band-aid covered his skin. The consumer sought medical attention and the dermatologist said it was a skin reaction and gave him a steroidal cream. The symptoms are resolving.